Event description:
It was reported that an ilet user experienced hyperglycemia after announcing a meal, with no pump alarms, no reported infusion set leaks, and continued high readings; the user did not confirm with a fingerstick and planned either a set change or a manual injection with temporary pump disconnection as advised. Symptoms included elevated blood glucose up to 380 mg/dl without reported ketones, medical intervention, or acute complications. Outcomes included no hospitalization, no need for assistance, and no long-term health impact reported. Investigation included complaint intake, user education on troubleshooting steps, and assessment of pump alerts and infusion set status. Investigation of this case revealed no device alarms or confirmed delivery interruption and no confirmed component failure, so the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.